Event description:
It was reported that the patient presented for an implant procedure. During the procedure, when the physician attempted to slit the delivery sheath, the left bundle branch (lbb) lead experienced some force, and the lead changed position as observed via fluoroscopy. The lead helix was failed to extend upon visual examination. The lead dislodgement was confirmed via fluoroscopy. The lead was not used and replaced during the procedure. The patient was in stable condition.